Event description:
It was reported that the tandem mobi cartridge alarm was activated. There was no adverse impact on the customer¿s blood glucose level. The customer continued using the current pump while contacting their healthcare provider for alternatives, and technical support confirmed a replacement pump would be sent. Additionally, the customer received instructions on placing the pump into storage mode and other necessary procedures for returning the faulty device. The caller acknowledged the instructions for programming settings and connecting their continuous glucose monitor (cgm) to the replacement pump.